Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/4/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and a suture piece outside its packaging was returned for analysis. Product code j305h. Additionally, a photo was provided, and it showed the same condition of the received sample. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument and the insertion mark could not be observed. In addition, body fluids were noted along the strand and a knot near one extreme. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: lot number of (B)(4) : unk: qcmhca.

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2024 and suture was used. During the procedure, the needle was detached. It was not a control release needle. There were no adverse consequences reported. Additional information was requested.